Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 power interrupt errors were found in the history, and the up button is always active. Due to an external mechanical influence, the snap dome of this button is pressed through. This source led to an always activated up/down button and unclearable e8 error messages.

Event description:
Patient changed the battery, and the infusion device displayed an e8 power interrupt error during startup. He was unable to clear the error message by pressing the check button. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.